Manufacturer narrative:
This report is being submitted as a correction report. The intake facility confirmed that this event occurred during procedure preparation and did not make patient contact. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the worn out video connector socket could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The socket was worn out and causing the image to distort. Additionally, the unit was still equipped with outdated software. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while in procedure preparation, his olympus evis exera iii video system center was displaying an intermittent image. According to the initial reporter, the connector wouldn¿t lock securely. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.